Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and foreign matter. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced capsular contracture (baker grade unknown) on an unknown side post-operatively. It was also reported that the breast prosthesis had some foreign matter inside the shell. The patient underwent device explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 06, 2023, mentor became aware that it erroneously put the date of (B)(6), 2022 in section g3-date received by manufacturer in the previous report. The correct date is (B)(6) 2022. Manufacturer¿s reference number: (B)(4). On (B)(6) 2023, mentor became aware that it erroneously put the date of (B)(6) 2022 in section g3-date received by manufacturer in the previous report. The correct date is (B)(6) 2022.

Manufacturer narrative:
On march 20, 2024, mentor received additional information regarding the impacted device. It was determined that the impacted device was a 700cc mentor memorygel breast implant (catalog 3507004bc). The lot number has been updated to 6405528. On april 09, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient identifier has been updated to g.m. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 30, 2024, mentor received additional information regarding the date of event and patient's information. The date of event has been updated to november 17, 2022. The patient's age has been updated to 56 years old. The patient's ethnicity has been updated to not hispanic/latino. On may 06, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel mod-rnd 250cc breast implant was found to have a tear on the anterior view, measuring approximately 0.6 cm. Additionally, brown material was observed within the gel, this could be infiltrated through the tear. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites or gel exposures were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As the authorization form for examination was not received the evaluation was limited to non-destructive testing, therefore, a material evaluation could not be performed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).